Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported that the cuff of the endotracheal tube was not holding pressure after smooth intubation du ring the procedure. The device did not appear to catch on teeth or anything that would have caused the event. The patient was extubated and re-intubated without issues with another device. There was no patient impact.

Manufacturer narrative:
Analysis found that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. A syringe was used to inflate the cuff with 20cc of air, pressure was applied to the cuff, and the cuff submerged under water; a leak was not identified; 20cc was removed. The product instructions require manufacturing to perform a cuff inflation and leak test during production. The IFU instructs the user to test the cuff for leakage with 15cc to 20cc of air during preparation (before intubation). There was no allegation of a defect prior to use and no fault found with the returned device. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. The information most likely indicates a handling issue such as leaving the syringe engaged with the inflation port or diffusion of a gas. If information is provided in the future, a supplemental report will be issued.